Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reportedthat during a lobectomy procedure, for the atw35 device as the width of the jaw was narrow a little, the cartridge could not be loaded into the jaw for the second firing. For the tlc75 device, the staples on the one side were not deployed. Although the tissue was very thick, the doctor fired the device soon after the tissue was held. Another device was used to complete the procedure. There were no adverse consequences for the patient.